Event description:
The complainant reported that during surgical access to the axillary artery of the (B)(6)male patient, the subclavian was lacerated. Initial attempts to manage the laceration were unsuccessful and a covered stent was subsequently placed. The impella 5.5 pump was then placed via direct access and support was successfully initiated. Four days into support, the patient developed hemolysis with a downward trending hemoglobin. The patient was given two units of packed red blood cells and 1 unit albumin to stabilize the condition. Support remained ongoing following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
Product not returned. Data logs show brief suction event that resolves. No mc spikes outside of p level changes. No other abnormalities. The cause of the hemolysis was not determined due to no product returned, lack of clinical details, inconclusive data logs. The cause of the vascular damage peripheral vessel was not determined since product was not returned and lack of clinical details.